Event description:
It was reported that the patient was admitted on (B)(6) 2022 with acute kidney injury and worsening infection due to stopping their antibiotic regimen. A phase-to-phase short was found in clinic and the patient had pump off alarms and low speed advisories. The patient had a confirmed short-to-shield in (B)(6) 2021 when the patient began using an ungrounded patient cable. The ungrounded patient cable at home was reported to be "broken". The patient continued to use the mobile power unit (mpu) and ungrounded patient cable at home and had multiple daily alarms which were never called in. Log file analysis captured the low speed and pump off events on (B)(6) 2022 from 17:19 to 18:45 when the patient connected to batteries. Elevated pump power as high as 25.5w was noted. These events occurred while the patient was on the mpu. On (B)(6) 2022 at 03:31 the log captured yellow wrench/replace controller events and a few yellow wrench/ driveline fault events. There were also elevated pump powers between 10-15w. These intermittently continued for the remainder of the log file. A low speed advisory event was noted on (B)(6) 2022 at 08:36, with the speed noted at 8700 rpm, but this may have been due to the fixed speed and low speed limit being set at 9000 rpm. The low speed limit was then changed to 8800 rpm shortly after. Repeat imaging was done and the x-rays were unremarkable. The patient was switched to batteries in the emergency department. Repeat echocardiogram (echo) demonstrated slight improvement since (B)(6) 2019 (left ventricle ejection fraction 35-45%). Lactate dehydrogenase (ldh) was stable at 241 and there were no signs or symptoms of heart failure. A controller exchange was not planned as the patient was changed to batteries/ power module/ungrounded patient cable. Follow up log files were sent on (B)(6) 2022 due to the site seeing no further pump off or low speed advisories and only one driveline fault alarm. Technical services confirmed no pump off or low speed advisories, but did note intermittent driveline fault alarms through the length of the log ((B)(6) 2022, 08:37 - (B)(6) 2022, 08:41). Log files were sent again on (B)(6) 2022 to ensure there were no further events and technical services noted intermittent driveline fault alarms throughout the log ((B)(6) 2022, 08:41 - (B)(6) 2022, 09:41).

Manufacturer narrative:
The patient's (B)(6) 2021 short-to-shield is captured under MFR # 2916596-2021-06835. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed/pump stop events and yellow wrench advisory alarms associated with driveline faults and replace controller alarms were confirmed via the submitted log file data. A direct correlation between the heartmate ii left ventricular assist device and the reported events (suspected thrombus, infection, and renal dysfunction) could not be determined through this evaluation. Elevations in pump power associated with decreased pulsatility index values were confirmed via the evaluation of the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. A direct correlation between the suspected thrombus and the elevated pump powers could not be determined through this evaluation. The submitted log files contained overlapping data spanning from 07feb2022 at 17:19:22 to 10feb2022 at 09:41:14, per the timestamps. Numerous low speed and pump stop events with associated low speed alarms, low flow alarms, and elevated pump powers were captured on 07apr2022 while the system was supported with the mobile power unit. Intermittent periods of yellow wrench advisory alarms associated with driveline faults and replace controller alarms were recorded throughout the log files. Based on our complaint history and similarly reported events, these captured events are consistent with potential driveline wire compromise; however, a specific cause for these events cannot be conclusively determined through this evaluation. Periods of sustained elevations in pump power, 8.4-18.1 watts, associated with decreased pulsatility index values were recorded on 08efb2022, spanning from 03:31:21 through 08:39:07. The account communicated that the patient had incurred numerous pump stop events at home that were never called in. The patient had been using their mobile power unit (mpu) at home because their ungrounded patient cable was ¿broken¿. The patient later presented to the center with acute kidney injury and worsening infection due to stopping their oral antibiotic regimen. Upon arrival, the patient¿s lactate dehydrogenase was measured to be 241 units per liter (u/l), the left ventricle ejection fraction was noted to be 35-45%, and a repeat echocardiogram was collected inhouse. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28mar2016. The heartmate ii left ventricular assist system instructions for use contains the following information: section 1 lists thrombus, infection, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6 outlines the indications of thrombus/how to respond to such events and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Care instructions regarding preventing infection are outlined in various sections of this document. Additionally, various sections of this document discuss damage due to wear and fatigue of the driveline and outline driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection and caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.